Event description:
Additional information was received that the ac power cord did not come loose at the wall outlet or from the back of the unit. It was noted that there was problems with the main breakers switching off. The issue was fixed with a new main breaker.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: date of event corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated following the reported event of a no external power alarm; however, it was determined that the mpu was unrelated to the cause of the reported event. The submitted log file contained approximately 10 days of data (B)(6)2024 per the timestamp). The log file captured intermittent low voltage hazard and no external power alarms on (B)(6) 2024 from 10:31:57 to 21:44:51 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that there with issues with the ac mains breaker switching off at the patient¿s home, and that the issue has since been resolved. The root cause of the reported no external power alarm was determined due to ac mains power interruptions to the patient¿s home while connected to the mpu. The reported event could not be correlated to an issue to the mpu. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured no external power and multiple other associated alarm types on (B)(6)2024. This was cause by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the event.